Event description:
It was reported during remote follow up that the right ventricular lead exhibited high pacing impedance. Chest x-ray did not reveal any physical abnormality. No intervention was reported. There were no patient consequences.

Event description:
Additional information received noted that the lead was capped on (B)(6) 2025. The patient was stable.